Manufacturer narrative:
Intuitive surgical received the small grasping retractor instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted colon resection surgical procedure, upon moving the tissue a wire from the small grasping retractor instrument broke. There was no report of fragments falling into the patient. The procedure was completed with no patient harm, adverse outcome or injury.